Manufacturer narrative:
Concomitant medical products: product ID 97745nt serial# (B)(6) product type h3: analysis of the controller 97745nt intellis ptm nontrial (s/n: (B)(6) revealed corrosion/liquid damage on the main board, which was causing charging/power/connection issues. Additionally, the front case was cracked/worn/broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt stated a week ago they charged the controller, and then tried to charge the implant but noticed the controller battery decreased from 100-80% really fast. Pt then said the controller said to call mdt (pt thinks it said software problem but didn't remember) and couldn't get the controller to turn on. Pt said they called the doctor, who said to call mdt and set up an appointment. Pt mentioned the implant helps with leg pain, but when not working, wasn't doing them any good. Pt then said "it" wouldn't turn all the way off so their husband removed the battery and the battery was still out during the call. Ptreinserted battery pack and reported the controller was in a different language. Pt described screen 79 (controller battery empty). Pt plugged into ac power and reported green light started blinking, then saw screen 61 (memory problem). Pt didn't set the date correctly, but was able to set the time. Pt then attempted to unlock controller, but described no device found. Agent reviewed to leave controller plugged in to charge. Agent called pt back 30 mins later and pt plugged in recharger (rtm), described no device found, and hit the recharge option, but then the controller went dark. Pt pressed buttons but controller would not turn back on until pt plugged into ac power. However green light was not blinking. Pt plugged controller in to ac power without battery pack and confirmed screen turned on. Pt did not see any damage to battery compartment or battery pack. Pt reinserted battery pack and confirmed green light was blinking. Agent reviewed controller must not have been charged enough and to let controller charge overnight, then call back for assistance charging implant again and changing language back to english. Additional information received from the patient. Pt called back and repeated information from this case noting they still had issues recharging the ins and the controller went into a foreign language. Pt noted they just picked up the controller and the controller was in a foreign language. Agent helped the pt inspect the recharger cord, recharger plug, and controller port, but no visible damage was detected. Agent helped the pt turn the controller back to english and was recharging the ins with excellent quality. Agent sent an email to repair for a controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.